Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor sprint drug eluting stent was implanted in the lcx during the index procedure. Approximately 2 months post index procedure patient suffered cerebral infarction and expired 3 days later. Investigator assessed that the event is not related to the study device.